Event description:
Case number: (B)(4), mps (B)(6) reported hardware error #26 and m1 not going green during homing. Case type: tka. Surgery was not completed robotically. Update 31/july/2019 wg: joint replacement rep created (B)(4) with the following reported: "we were doing a partial robotic knee. I was not in the room but I was the recon representative on hand. When I got to the room they were getting error messages for m1. Ivey bell was the mps covering the case and she called mako hotline and it was deemed robot was down. We then had to close the patient with no cuts made. No replacement device was used." Surgical delay is indicated as "yes". As reported in adverse consequences details "the patient was under anesthesia and was cut open without any implants implanted".

Manufacturer narrative:
Reported event: mps ivey bell reported hardware error #26 and m1 not going green during homing. Device evaluation and results: per (B)(4): replaced j1 motor assy. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 06/23/14 1 device was inspected and 1 device was placed on: npr 14-06-0038, npr 14-06-0015, npr 14-06-0009. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 207571 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(6), mps (B)(6) reported hardware error #26 and m1 not going green during homing. Case type: tka. Surgery was not completed robotically. Update 31/july/2019: joint replacement rep created pi (B)(4) with the following reported: "we were doing a partial robotic knee. I was not in the room but I was the recon representative on hand. When I got to the room they were getting error messages for m1. (B)(6) was the mps covering the case and she called mako hotline and it was deemed robot was down. We then had to close the patient with no cuts made. No replacement device was used." Surgical delay is indicated as "yes". As reported in adverse consequences details "the patient was under anesthesia and was cut open without any implants implanted".